Manufacturer narrative:
On 7/18/2019 mentor became aware that the device originally thought to have been returned for this impacted product, and was originally reported as such, was in fact the contralateral prosthesis. Device available for evaluation?- no. Is device returned to manufacturer?- uncheck. Date device returned to manufacturer- blank. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 mentor became aware that the supplemental report submitted on (B)(6) 2019 was erroneously submitted with the wrong report submission due date. The date submitted was (B)(6) 2019. The correct due date that should have been submitted was that report was (B)(6) 2019. The correct report submission due date has been populated in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis and experienced right sided deflation post procedure. The implant had notably flattened with no trauma. In addition to the deflation reported previously, right sided capsular contracture was also noted. The device was explanted on (B)(6) 2019 and bilateral prosthesis replacement with 600cc mentor memorygel breast implants was performed. On (B)(6) 2019 mentor received the operative report, which indicated that a left sided contour deformity was also present prior to the replacement surgery. This report relates to the left prosthesis. See 1645337-2019-09414 for contralateral prosthesis report.